Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose value was over 400mg/dl and at the time of incident it was 413mg/dl. Customer also had air bubbles in the tubing. Insulin pump will not be returned or analysis.